Event description:
Ous MDR - it was reported that the shock impedance increased and was out of range after ICD replacement connected to a chronic lead on (B)(6) 2016 and then remained at 143 ohms. All other parameters were in range. No adverse patient side effects were reported. The cause of the high impedance can not be found. An x-ray was performed and there was nothing to indicate a cause.

Manufacturer narrative:
The lead and the implantable cardioverter defibrillator (ICD) were not returned for analysis. The analysis is therefore only based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this ICD and lead were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test of the ICD proved the device functions to be as specified. The returned device data have been analyzed. The analysis revealed increasing values of the high voltage impedance, with values up to >150 ohms documented in the follow-up from may 16th 2016. As mentioned in the complaint description, the follow-up data from may 23rd 2016 documented values of 143 ohms. No peculiarities were noted regarding other parameters; the values were normal and as expected. Despite the detailed analysis, the root cause could not be determined based on the information available. Should additional relevant information become available, this investigation will be updated.